Manufacturer narrative:
(B)(4)= aortic stenosis. Additional manufacturer narrative: the device was not returned to edwards for evaluation. Through followup with the healthcare provider it was learned that the device is available for return to edwards for evaluation; however, it has not yet been shipped to edwards. Attempts to followup with device return are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the root cause of the event is indeterminable; however, patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 21mm aortic pericardial valve was explanted due to severe bioprosthetic valve aortic stenosis after an implant duration of one (1) year, ten (1) months, one (1) day. The explanted 21mm aortic pericardial valve was replaced with a 23 aortic pericardial valve. Through follow-up with the healthcare provider it was learned that the patient also underwent mitral valve replacement and tricuspid valve repair during the procedure. The patient tolerated the procedure well and was transferred to the intensive care unit in stable condition.

Manufacturer narrative:
Device was not returned. The device was not returned to edwards for evaluation as it was reported by the hospital to be unavailable. Based on the information received, the root cause of the event remains indeterminable.